Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have a full cardiac arrest patient with anoxic brain injury they want to cool, but arctic sun device was giving them an alert 02 (low flow) and alert 01 (patient line open). Nurse filled the reservoir after getting a low reservoir alert. It took 1.5l of water. Currently flow was stopped. Nurse did not see any water flowing through the pads. Mis asked nurse to disconnect and reconnect the pads using proper technique. The flow was 0lpm, inlet pressure was -0.1psi, circulation pump was 100 percentage, system hours were 2787, pump hours were 2413 and circulation valve was 0. Nurse stopped therapy, disconnected pads, and started therapy in manual control. The flow was 1.7lpm, inlet pressure was -7.0psi, circulation pump was 57 percentage. Nurse connected pads one at a time. Left chest pad it showed flow was 0.9lpm, inlet pressure was -7.0psi and circulation pump was 36 percentage. Left thigh pad it showed flow was 1.6lpm, inlet pressure was -7.0psi and circulation pump was 52 percentage. Right chest pad it showed flow was 2.4lpm, inlet pressure was -7psi and right thigh pad flow was 0.1lpm, inlet pressure was -0.3psi. Nurse moved right thigh pad to another valve set and got the same results. No visible damage to pad. Pad tubing straight. Mis suggested putting pad behind the front desk and replacing it with a universal pad. Nurse put device back in automatic mode.

Event description:
It was reported that they have a full cardiac arrest patient with anoxic brain injury they want to cool, but arctic sun device was giving them an alert 02 (low flow) and alert 01 (patient line open). Nurse filled the reservoir after getting a low reservoir alert. It took 1.5l of water. Currently flow was stopped. Nurse did not see any water flowing through the pads. Mis asked nurse to disconnect and reconnect the pads using proper technique. The flow was 0lpm, inlet pressure was -0.1psi, circulation pump was 100 percentage, system hours were 2787, pump hours were 2413 and circulation valve was 0. Nurse stopped therapy, disconnected pads, and started therapy in manual control. The flow was 1.7lpm, inlet pressure was -7.0psi, circulation pump was 57 percentage. Nurse connected pads one at a time. Left chest pad it showed flow was 0.9lpm, inlet pressure was -7.0psi and circulation pump was 36 percentage. Left thigh pad it showed flow was 1.6lpm, inlet pressure was -7.0psi and circulation pump was 52 percentage. Right chest pad it showed flow was 2.4lpm, inlet pressure was -7psi and right thigh pad flow was 0.1lpm, inlet pressure was -0.3psi. Nurse moved right thigh pad to another valve set and got the same results. No visible damage to pad. Pad tubing straight. Mis suggested putting pad behind the front desk and replacing it with a universal pad. Nurse put device back in automatic mode.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.